Event description:
Reporter alleged the customer obtained a blood glucose result of lo (less than 10 mg/dl) when a test strip was inserted into the active s system prior to the strip being dosed with blood or control solution. Reporter stated the customer did not take any actions or receive any treatment. A request was made for the return of the suspect device and replacement product was sent.